Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that patient information was missing at the station, and there was a failure to download the patient's location and order details. A technical support specialist executed a full synchronization. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system experienced a problem in which the patient information was not displayed on the station. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.